Event description:
FDA medwatch voluntary report # mw1038669 was received in which a physician reported that a female experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The pt was seen with 3 wks of pain, redness, and tearing in left eye, and already on trifluridine ggts, acyclovir tabs, and pred forte bid. A 3.5mm white corneal infiltrate with a feathery border noted and recultured positive for fusarium. Treated with zymar, acular, pred forte qd, and amphotericin b 0.15%. Several satellite lesions and a large ring infiltrate and 0.5mm hypopyon noted 3 days later. She was switched to natamycin, no effect. Hypopyon continued to grow. Five days later, pk/corneal transplant was performed to debulk fungal load along with removal of ac material and intracameral voriconazole. Voriconazole IV was also given then switched to oral and topical 12 days later. Pred forte was increased to bid. A whitish material grew in the inferior/ac. Voriconazole was again injected intracamerally 20 days later for 3 days. Subsequently, the pt was infection-free but her cornea was rejecting and her vision remained poor. Final outcome unknown.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the ,pst responsible action in the interest of our customer by discontinuing the moistureloc formula and recalling all distributed product.